Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported her son's blood glucose was low and he was driving at the time so she called for an ambulance. Upon their arrival his bg was reading 23 mg/dl and they gave him a shot of glucagon. They took him to the hospital and when he got to the hospital his bg was reading 95 mg/dl. She did not provide any further info regarding the hospitalization or his treatment. He had been released from the hospital at the time of the call.